Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was pulled form strain relief , breaking the red (can h) wire. The root cause for the pulled cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The last patient to use this electrode belt was receiving a service code 204 (belt/monitor unusable).